Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer provided 1 patient sample for testing thyroid parameters. Based on the data provided, erroneous elecsys ft3 iii (ft3iii) results were identified between the customer¿s cobas 8000 e 602 module, an e602 module used at the investigation site and a cobas e 411 immunoassay analyzer used at the investigation site. The customer¿s initial results were reported outside of the laboratory. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The e602 module serial number used at the investigation site was (B)(4). The e411 analyzer serial number was (B)(4). The ft3 iii reagent lot number used at the investigation site was 203102 with an expiration date of 12/31/2017. The serial number for the customer's e602 module is not known.

Manufacturer narrative:
The patient sample was submitted for investigation. Upon further investigation of the patient sample, an interferent against a component of the reagent was confirmed. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings."